Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The elective replacement indicator was reset and the patient was well post procedure.